Manufacturer narrative:
(B)(4). Results: operational context contributed to event. Stent embolism. Conclusion: use of the device during the procedure may have impacted on reported event. Stent embolism.

Event description:
The physician was using a scuba device to treat a lesion at the superior mesenteric artery. The lesion had been pre-dilated and the stent inspected prior to use with no issues noted. It was reported that the stent dislodged during advancement to the lesion. The physician removed the device using a snare. No injury was reported to the patient. The procedure was completed using another device. Device evaluation: the device was received in the original box with its plastic pouch and tray. The stent is dislodged. One side of the stent was crushed and damaged. No other abnormalities were detected on the shaft. The balloon was analyzed using a microscope, and the heat setting marks were clearly recognized close to the markerbands. On the surface of the balloon, crimping marks of the stent were identified.